Event description:
It was reported that inflation could not be maintained on one (1), size 8 fen, fenestrated low pressure cuffed tracheostomy tube. This was detected during a pre-insertion device inflation test. A second device was available and used with no further problems reported. There was no direct pt involvement. One (1) 8 fen was returned to the MFR on 3/30/98 for identification, analysis and investigation.